Event description:
It was reported that a pump was not detecting upstream occlusions. It was also reported that there was pt involvement and pt injury. The event occurred about approximately 2:00 pm. Specific information regarding the pt, the injury, and medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and an evaluation was performed. The evaluation could not duplicate the reported "not detecting upstream occlusions." The device was found to be operating within specification in relation to the reported symptom. Review of the history log for the day of the event found upstream occlusion alarms that occurred at approximately the time of the event. Further review of the history log found that the operator chose to suspend the upstream occlusion alarm twice while the device was running on this day, which appears to be the cause of the event.